Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set had a downstream occlusion alarm during infusion. The alarm occurred after 48 hours of infusion at a rate of 325 ml/hr. The problem was resolve by using a new set. There was no patient injury or medical intervention associated with this event. No additional information is available.